Event description:
Hosp reported that 35 minutes into a bypass case, the device external drive unit (540t external drive motor accessory device) suddenly stopped during operation. An emergency handcrank was used to support the pt until a roller pump was in place (25 minutes). The case was completed in its entirety. A report was received that the pt was in a coma, one week following surgery. This report has not been confirmed by the hosp.